Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5 mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Event description:
During an ankle surgery, the doctor was drilling a hole for a medial malleus screw and the 2.5 mm drill bit broke in the patient. The doctor removed a small piece of the lateral cortex of the tibia and retrieved the piece of the drill bit. The retrieval of the broken piece took an extra 15 minutes. All the pieces of the drill bit were removed. The fracture was reduced and the outcome was positive.